Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. The device history record for the reported lot number, 30358676, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 14-may-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Fill volume: unknown flow rate: unknown procedure: hysterectomy cathplace: unknown it was reported the patient states she "had pump less than 24-hours and it is flat empty. Rate set at 14. It is 2-14 pump 400ml. Pharmacy sticker says 400m fill vol. Pump was started about 12:00 when her discharge instructions were printed and surgery was about 9am. She had projectile vomiting all night. She called doctor at 6:30 this am and she called some reglan in. States pump was pretty empty then but not completely empty. Called doctor back at 9:30am and pump was completely empty. She states she did not clamp the pump off since it was empty. No issues with removing the pump. She is feeling much better now and up and moving around. Apologized that that she had been sick all night." Ther was no reported injury.